Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the batteries going out led to the shocking and stimulation turning off on its own. To resolve the shocking and stimulation turning off, they changed the batteries and the issues were resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient does not feel stimulation, but the device wakes the patient up at night with shocking at the implant site. The patient also reported a patient programmer (pp) issue where the pp had stopped working, but his was resolved through battery replacement. At the time of the call the implant was turned off, but the patient reported that they had not pressed any buttons to turn stimulation off after replacing the pp batteries. The caller was assisted with turning stimulation on and stimulation was set to 1.0 on program 1 where the patient confirmed feeling comfortable stimulation. There was no trauma or falls associated with the reported issues and the patient was advised to follow-up with their healthcare provider (hcp) regarding the shocking. The caller was also advised that stimulation can be turned down to 0.0 until the device is evaluated by the patient's hcp. The caller stated that the shocking started 3 nights ago and confirmed the date. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.